Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 15oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The device has been returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit had failure of proximal pressure sensor. The customer reported there was no patient involvement.